Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was in the right coronary artery (rca). A 3x32mm promus premier was implanted. The stent appeared to be well positioned and well apposed. Four days later, the patient returned with stent thrombosis. A balloon catheter was advanced to treat the thrombosis but was unable to cross the lesion even with a buddy wire. No further patient complications were reported.